Event description:
The patient was implanted with a left ventricular assist device. The log file for the patient appeared to contain a momentary pump stop on (B)(6) 2015. The patient was asymptomatic. The pocket controller was replaced.

Manufacturer narrative:
The reported event of a pump stoppage was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller, which indicated that there was a speed reduction to 0 rpm recorded. Based on the recorded information, the event occurred when the system controller was connected to a power module and persisted for approximately 4 seconds. The system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the atypical event recorded in the log file was not reproduced. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 24 days (from date of issue/implant to event date). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.